Event description:
It was reported that low pacing impedance and high capture thresholds were observed on the right ventricular (rv) lead. An rv lead fracture was suspected. The rv lead was capped and replaced. The patient was stable.